Event description:
It was reported that this pacemaker was not able to be interrogated. The device was suspected to exhibit premature battery depletion (pbd). A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior.

Event description:
It was reported that this pacemaker was not able to be interrogated. The device was suspected to exhibit premature battery depletion (pbd). A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.